Event description:
It was reported that the doctor states that patient had an artificial urinary sphincter (aus) implanted in 2012 and that aus never really worked well according to patient. All the components were explanted, the patient was implanted with a new pump, a 61-70 balloon, and a 4.5 cm cuff. There were no complications with patient during surgery. No more information is available.